Manufacturer narrative:
D6b updated. Corrected data. D1 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of position issue was not determined due to insufficient clinical details and no product was returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 60-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c. The patient developed a hematoma in the right femoral artery where the impella had been placed. Staff held manual pressure at the site to control bleeding, after which the access site became soft. The patient received blood products. The impella required repositioning after pressure was held and subsequently appeared to be in good position on echocardiography. The patient also developed hematuria. The patient was supported with both impella cp and ECMO, and the team had recently repositioned the pump. Plasma-free hemoglobin was drawn, with results pending. The patient remained on support. The reported hematoma and major bleed requiring blood transfusion is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The reported hematuria requiring device repositioning is consistent with hemolysis-associated findings that may be influenced by device position, underlying cardiogenic shock physiology, renal dysfunction, and critical illness.

Manufacturer narrative:
A24 removed from h6. The investigation is still ongoing.